Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: investigation revealed that the keypad was peeling below the ok keypad button. All keypad buttons responded normally to button presses. The keypad cover was removed, and there was evidence of contamination found on all button contacts. Additionally, investigation revealed that the display was discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination on the keypad button contacts and that the display was discolored. This report is made based on results of investigation completed on (B)(4) 2015.